Event description:
It was reported that during a routine device changeout procedure, the right atrial lead exhibited loss of capture. The lead was capped and replaced successfully. The patients condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.